Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was excessive leaking while using 5mm grasper with downward pressure. They continued to use the trocars to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.